Event description:
The following has been reported: biomed reported: pump problem error. A preliminary review identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 2 leak failure. After turning on the device, pneumatic started to try and fill tank and failed causing it to have a red alarm. Pump was then reverted to manufacturing mode to test functionality of pneumatics and failed during hardware testing. Test had failed due to tank leak failure. An internal investigation was opened to investigate this issue. The tank assembly and valve 2 will both be replaced during repair and undergo all necessary functional testing.